Manufacturer narrative:
Concomitant medical products and therapy date: detail of product: item number 0100024554, item name fitmore, shell with screw cones, uncemented, 54/jj. Lot # 2974194. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the liner was deformed and could not be fit into the shell. A second implant of the same lot number was used to finish the procedure.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. No relevant medical data has been received. Visual examination: the durasul liner shows mutliple deep scratches at the rim of the anchoring surface. Moreover, there are light assymetric imprints from the metallic spikes of the shell on the anchoring surface. The peg is deformed. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). Conclusion: the light assymmetric imprints from the metallic spikes of the shell on the anchoring surface indicate that the liner was impacted malaligned into the shell. Therefore most likely an assembly issue led to the damage of the peg of the liner. Possible contributing conditions to an assembly issue include too high or low implaction force during implantation, wrong assembly procedure, slight deformation of the metallic shell due to the very hard bone conditions, soft tissue and/ or debris left between insert and cup prior to seating and storing the insert in a rather cold place which might lead to a slight decrease of the outer diameter (material reduction). Therefore, the most likely root cause of the event is the wrong alignment of the inlay within the metallic shell combined with a too low impaction force. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00467.